Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they were charging the implantable neurostimulator (ins) and found that the recharger (rtm) burned them on the leg, it left burn marks maybe an inch long". Patient sent a picture of the issue to their representative. Patient was also reprogrammed 2 weeks ago or last monday because they got more relief out of trial than when they were implanted. Patient stated it was good for 6 weeks then it wasn't working after the trial (agent understood this as no relief after getting permanently implanted). Patient's group c was reprogrammed which hit the spot that was the most sore. Stimulation was bumped up to 5.3 and they could feel tingling but no shocking. Implant was done on april 30th. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
A2: information incorrect on initial report, correction sent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.